Event description:
The hospital sent a harvesting cannula with the toggle broken. No complaint report accompanied the returned device. It was confirmed with the hospital that there were no patient complications.